Manufacturer narrative:
Lumenis contacted the foreign distributor to obtain patient treatment settings, patient information, and patient photographs, which were partially provided. An examination of the subject device by a lumenis trained technical expert has been started, but has not been completed. A lumenis medical director reviewed the provided treatment settings, patient photo and patient skin type data concluding:"in regards to the provided patient and treatment-related data that include patient photograph and treatment settings, it remains unclear where the reported "burn" and associated "deep hole" are. The picture also does not reflect the provided treatment parameters. The parameters used are within low manufacturer range and displayed scans do not reveal that superficial exposure. Cannot determine the level of injury as have no clear evidence of the injury." Based on the information provided by the distributor a root cause cannot be determined at this time, while the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Lumenis is continuing its investigation and will file a follow up MDR when additional information becomes available.

Event description:
A foreign distributor reported that one (1) patient sustained a burn of unknown severity to face following treatment with lumenis acupulse laser. Furthermore distributor reported that the laser beam stuck in one point during the scan. No report of serious injury or medical intervention has been received except for the initial report from the user facility.

Manufacturer narrative:
User facility on (B)(6) 2018 provided incident form and patient photographs. A lumenis medical director reviewed the provided info and concluded: "the parameters used for the treatment are within manufacturer's guidelines and labelled indications. On the provided follow-up pictures, a circumscribed crust and mild indentation are to be detected at reported spot, with healing still in progress. Futuremore medical director stated: "as the indentation is still present at 30 days and presumed permanent, in abundance of caution, the event is considered as a serious injury with potential medical intervention to promote healing." Lumenis is continuing its investigation and will file a follow up MDR when additional information becomes available.

Manufacturer narrative:
Update 19- september-2019. Additional information: the DHR of acupulse lot: ga-0000070: (B)(4) was reviewed and no link was found between the manufacturing process at lumenis and the current event. The system was manufactured, tested and released according to lumenis specifications. Specifically, the shape of the acuscan beam was checked. No malfunctions were reported during manufacturing of ga-0000070: (B)(4). Acupulse lot: ga-0000070: (B)(4) was installed at the customer on (B)(6) 2016. A review of system risk files found the risk of "scanner malfunction. Position or velocity is not as required" (rd-1148040 rev l - risk # 4.1.8) which has the potential to lead to tissue damage due to excess energy. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment on (B)(6) 2018, the user reported that the laser beam got "stuck" in one point during the scan and caused a burn to the patient. No malfunctions were noted and no errors appeared on the system log. The system was returned to lumenis in feb-2019; lumenis r&d performed the following tests: 1. Lasing in single mode with different delays between pressing on fs. 2. Lasing in repeat mode with different delays between pressing on fs. 3. Stopping lasing on half path and continuing it. 4. Changing treatment parameters and in, same time or with small delay, pressing on foot switch. 5. Scanning with regular fs. 6. Scanning with hand fs. 7. Scanning with wrong scanner parameters. 8. Scanning with right scanner parameters. 9. Taking out the scanner wire with fast return it. 10. On stuck of the scanner mirrors - the error with scanner position x or y appeared every time when they got stuck. The mirrors were held in "stuck" position in order to check the possibility of shortcut causing the mirrors to freeze without any error codes reported (possible cause as described by service engineer who checked the system). 11. Resetting scanner board while lasing, before lasing, ln repeat mode, single mode. All attempts were performed with the settings as reported by user, on actual product and accessory. Acupulse s/n: (B)(4) series 15. Scanners: acuscan 120 s/n: (B)(4) series 03 and acuscan 120 s/n: (B)(4) series 1 (tested for comparison). The problem could not be reproduced by any of the tests and no possible causes were identified. Review of all time acupulse complaints has shown that this is a single event, no other similar occurrences of acupulse beam being "stuck" in one point were reported. Based on all the above information lumenis had determined that no corrective actions are required at this time. Corrections: this event MDR was initially reported as an adverse event as well as product problem/malfunction. Further evaluation of the event, as well as subject device evaluation, could not duplicate nor confirm that system malfunction had occurred. Lumenis is removing the "malfunction" allegation and updating adverse event or product problem to address the adverse event only. Lumenis is closing this complaint at this time, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4) and per post marketing surveillance procedure (doc no. (B)(4). Should new information become available, the complaint record and medwatch report will be updated accordingly.